Event description:
It was reported that the pt suddenly heard a cracking noise and buzzing, then was unable to hear anything further with the implant. Testing confirmed that the device has malfunctioned.